Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula broken off. The download data did not show any timeouts or drive stalls during the run. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the broken cannula. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient's legal guardian reported that the pod' cannula broke while the patient was in gym class. It was also noted that insulin was leaking from the pod site. The patient's blood glucose level was 9.8 mmol/l. To treat the issue a new pod was applied.